Event description:
Device 2 of 2. Reference MFR report #1627487-2014-12635. Note the patient received 2 quattrode leads from the same lot number. It was reported the patient experienced ineffective stimulation and overstimulation when she presses on the lead and the area feels bruised. The x-rays revealed the leads migrated. The patient is pending a physician appointment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.